Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned products identified that the shims exhibits signs of repeated use and missing components, two bearings. DHR was reviewed and no discrepancies relevant to the reported event were found. The issue of the persona shim ball bearings disassembling was previously investigated. Investigation into this issue identified that the ball bearings could disassemble during cleaning. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was missing ball bearings. There was no patient involvement.